Event description:
Event description boston scientific received information that this atrial lead was explanted due to a lead fracture noted in the clavicle area. The lead was replaced within two years of implant time.